Event description:
The customer stated the unit failed the self test and gives "preamp internal reference failure" error code. No pt involvement.

Manufacturer narrative:
The device has not been received, but is anticipated. Upon receipt and completion of the analysis, a supplemental will be submitted.